Manufacturer narrative:
Evaluation summary: the lens was returned wrapped in gauze. Blood and viscoelastic were dried on the lens. Both haptics were broken-gusset area. One haptic was returned adhered to the optic in the blood and solution. The optic was cut from the edge to the center typical of a lens removal. The lens case was also returned. The second broken haptic was returned taped the lens case base. A video was provided. The cartridge and lens preparation are not shown. The device comes into view with the lens at mid-nozzle. The leading haptic appears to be broken-gusset area before the lens is delivered into the eye. The lens is advanced into the eye from the mid-nozzle position. No dwell was observed. Once the lens is delivered, it is verified that the leading haptic is broken-gusset area. The broken haptic and lens were removed. A second lens was implanted. A suture was placed. The cartridge indicated is qualified for this lens with the handpiece. The indicated viscoelastic is not qualified for this combination. The root cause for the broken leading haptic cannot be determined. Based on the review of the video, the haptic was broken before the lens was implanted. The haptic could be observed to be broken when the cartridge tip was brought into view. This would indicate the leading haptic was broken when it was initially loaded into the cartridge or during the initial advancement. These steps were not shown on the video. No other determination can be made. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract removal with an intraocular lens (iol) implant, the leading haptic was found to be torn when the iol was inserted in the bag with the delivery system and cartridge. The staff that was in charge of the setting claims that the leading haptic was not torn at the time of setting. When checking the video, it seems that there were no problems with the folding or the performance of the plunger. It could be considered that the haptic was damaged or was weak to begin with. The defected iol was removed and the surgery was completed after replacing the iol with another one. Incision size: 2.4mm. Removal size: 3.0mm.